Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 telemetry waveforms disappeared off the central monitor. The issue was resolved by restarting the system. No injury was reported as a result of this event. This was a second occurrence for this central station on the same date.

Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA seattle district office of this action on august 25th, 2016. (Recall report number: 3010157426-08/25/16-003-c) we also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed. H3 other text : placeholder

Manufacturer narrative:
The event reported under 3010157426-2016-00067 had a supplemental report that showed report number of 2 in g6. G6 should have indicated that it was follow up report number as 1.